Event description:
It was reported during surgery, the tip of the plate tack broke, and the fragment remains in the patient. There were no other adverse patient consequences reported, and the surgery was not prolonged.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as the batch/lot number is unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.